Manufacturer narrative:
Concomitant medical products: 5554, lead, implanted: (B)(6) 2003.

Event description:
It was reported the patient is deceased and the physician alleged the pacemaker "did not work". The manufacturer's representative was contacted to review device telemetry. The patient was transferred to another facility for autopsy and the cause of death was reported as heart failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.